Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: surgeon reported that the 3d-head broke intra-operatively: the breakage of the 3d-head occurred during correction of the scoliosis. Two socket wrenches (03.607.008) were used and high lateral forces were applied in order to perform the de-rotation. Surgery time was prolonged for more than 30min. There were no negative consequences noted for the patient. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. A device history records review could not be performed without a lot number. The investigation has shown that the threaded part is broken off and that the polyaxiality is stuck. Since the exact lot number is not known, it is impossible to define the exact production time frame and to review the manufacturing and material documents. Unfortunately, the exact cause of failure cannot be determined. Based on the damages it is possible that lateral bending forces have led to a high overload and that this overload has finally led to the breakage of the threaded part.